Event description:
A report was received that the patient was in coma on the date of the implant.

Event description:
A report was received that the patient was in coma on the date of the implant.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-4316, lot #:15495824, description: next generation anchor kit-sterile; model #: sc-8216-70, serial #: (B)(4), description:artisan surgical lead, 70cm.

Manufacturer narrative:
Additional information was received that the patient was in coma post-operatively wherein, a fusion was performed at the same time stimulator was put in. The physician believed the coma was non device related. The patient had existing health conditions and treatment was provided. The patient was fit to be sent home and was doing better.